Event description:
It was reported that this right ventricular lead was surgically abandoned due to high, out-of-range pacing impedance measurements that resulted in a lead safety switch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).